Event description:
It was reported that during a percutaneous coronary intervention procedure the markerbands were not visible. The physician made a statement that he was unable to see the markerbands on the apex balloons. No patient complications were reported. Additional information was requested but is not available.

Manufacturer narrative:
The device was not returned for evaluation; therefore a failure analysis of the complaint could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is design. (B)(4).